Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 6, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the lens was inspected under magnification. The complaint lens was received cut in half with one haptic cut off and missing. The lens was cleaned and presented with no issues that would have contributed to the complaint event. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight: information unknown/not provided. Ethnicity and race: information unknown/not provided. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s right eye. The patient complained of blurry vision. The onset date is unknown. The explanted lens was replaced with another jnj iol model zku225 18.0 diopter toric ii multifocal lens. There were no patient injuries such as a capsule tear, incision enlargement, vitrectomy, or sutures. No prescribed medications to prevent permanent impairment. The patient¿s outcome is unknown. No further information is available.